Manufacturer narrative:
(B)(4). Batch # p56l9l. Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the knife not completely within doghouse and the proximal 44 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify how the device was broken? The device was broken in 2 parts. Was the firing knob broken off of the device? Not verified. If yes, did any piece fall into the patient? No. If yes, will it be returning with the device for analysis? All parts are being returned was there any patient consequence as a result of the event? No.

Event description:
It was reported that during an unknown procedure, the device broke during use. There were no patient consequences reported.